Manufacturer narrative:
.

Event description:
It was reported that physician¿s serial cable for her handheld device was not working properly. A different serial cable was used and the programming system was functioning without any issues. The serial cable was returned to the manufacturer for analysis. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.